Event description:
A malfunction on the pump was reported by the caller. There was no adverse impact to the customer¿s blood glucose level. The customer received assistance from technical support to reset the pump using the provided instructions. The malfunction did not recur, and the customer was advised to continue using the pump and to call back if the malfunction occurred again.